Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to an aortic valvular replacement interventional procedure. Reportedly, no femoral imaging was performed and the lever was broken. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 17f sheath and the aortic valvular replacement procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps / instructions.

Manufacturer narrative:
An analysis was performed on the returned device. The break was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, no angiogram was used prior to use. It should be noted the electronic proglide instructions for use (IFU), states: ¿perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported violation of the IFU caused the reported difficulties. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the foot was in the access site causing issues with the lever; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot # updated from 3101043 to 4030541